Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's dka. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine check allow you to identify and treat high blood glucose before dka develops." To treat dka, it recommends, "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."

Event description:
Pt was admitted to the ICU at (B)(6) on (B)(6), 2009 and was hospitalized until (B)(6), 2009 for diabetes ketoacidosis. No other info was reported at this time, as the pt stated they had explained the event to an insulet clinical specialist, but no record can be located.